Manufacturer narrative:
This report is filed january 15, 2016.

Event description:
Per the clinic, the patient developed recurrent infections at the implant site. Treatment with antibiotics (type and duration not reported) was unsuccessful. The device was explanted on (B)(6) 2015. There are no plans to reimplant the patient with another device as of the date of this report. January 15, 2016.

Manufacturer narrative:
This report filed february 5th, 2016.